Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted into the common bile duct of a patient during an ercp procedure on (B)(6) 2010. The patient was part of the (B)(4). According to the complainant, a cholangiogram on (B)(6) 2010 revealed a distal biliary stricture. This stricture had previously been treated with a plastic stent and a sphincterotomy. During the (B)(6) 2010 ercp, the previously placed plastic stent was removed, and an additional sphincterotomy was not performed. The stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2010, the patient complained of right upper quadrant abdominal pain (below the right rib). The patient was treated with medication, and the event is listed as "recovering/resolving."

Manufacturer narrative:
Foreign source - (B)(6). Study source - (B)(4). Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.